Event description:
It was reported that during an laparoscopic ablation the probe broke right by the handle. The case was completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2022. Batch #: unknown. Investigation summary: call home was reviewed for system (B)(4) on 1/26/22. Two pr20s, (B)(4) (probe in question), were connected to channels 2 and 1, respectively. Both were tested then probe 1 was disconnected and not used for the remainder of the case. Another probe was used instead. Probe (B)(4) (0 uses) was investigated at neuwave. The cannula was broken at the handle. No other issues were seen. The root cause of the broken handle is unknown since no further information was available. Lot ml21046346 was reviewed (in process sn (B)(4)). Manufacture date: 5/27/21. Expiration date: 12/31/24. There were no problems seen during the manufacturing and testing of this lot.